Event description:
The surgeon states that the patient presented with increased pain in joint area. Positive for pseudotumor.

Manufacturer narrative:
Catalog number and lot code is unknown at this time. The device was reported as an unknown stem. Additional information has been requested and if received, will be provided in the supplemental report.